Event description:
Customer reported the workstation monitors are very hot and have burn-in. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor air filters and monitors. System operates as intended. This MDR is related to ge healthcare complaint.